Event description:
Catheter that was placed 10/22 came out during hemodialysis causing blood loss. Hematoma and loss of dialysis time. Caused necessity of replacing catheter with new catheter on opposite chest.